Event description:
Rptr indicates that there are condoms, brand name "jontex" that are made in brazil and are on the market with no expiration date on them as required by FDA law. Rptr also indicates that the labeling on these condoms is not complete.